Event description:
It was reported that a customer had a problem with a thora-seal iii. According to the customer "thora-seal iii chest tube was placed for pneumothorax in 2003. The next day patient was experiencing increase in difficulty breathing and it was discovered that the chest tube had been inadvertently clamped off. It could have happened during transport to diagnostic imaging or during patient care on the nursing unit."